Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h07054, h11g23038, h11f20135 and h11f18048. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.